Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Essure confirmation test(s) conducted, specify-yes. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), psychological trauma ("psychology injury"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the psychological trauma, fatigue, migraine and headache outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, menorrhagia, migraine and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2008 as per mr. Both tubal ostia identified and occluded with coils,leaving 3 trailing behind bilaterally. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received- lot number, reporter information and medical history were added. Case was medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids enlarged. Essure confirmation test(s) conducted, specify-yes. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), psychological trauma ("psychology injury"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the psychological trauma, fatigue, migraine and headache outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, menorrhagia, migraine and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2008 as per mr both tubal ostia identified and occluded with coils,leaving 3 trailing behind bilaterally. Lot number: 624836 manufacturing date: 2007-06 expiration date: 2009-05 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify-yes. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), psychological trauma ("psychology injury"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the psychological trauma, fatigue, migraine and headache outcome was unknown. The reporter considered dysmenorrhoea, fatigue, headache, menorrhagia, migraine and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain - dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury, fatigue, migraines, headaches. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.